Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there was diffuse low attenuation of the left mca territory. Additionally, the event no longer met interface criteria as it was related to the patient's underlying condition and was not related to the device or procedure.

Event description:
Medtronic received information regarding a patient who had a post-operative recurrence of the index stroke 3 months after a thrombec tomy procedure on (B)(6) 2024 in which a solitaire x stent retriever, cello balloon catheter, and react-68 aspiration catheter were used. Prior to the thrombectomy on (B)(6) 2024, the patient's mrs was 0, nihss was 19, and tici was 0. There was no reported device malfunction or intraoperative issue and tici 2b was achieved. It was reported that the patient presented at the emergency department on (B)(6) 2024 with acute stroke which recurred at same site as was previously treated. The patient was admitted for observation and symptoms subsided without any additional treatment or intervention and the patient was discharged. The event was not considered life-threatening and did not result in patient disability. The site assessment concluded the recurrent stroke was caused by an underlying patient condition and possibly related to the index procedure but was not directly related to any medtronic device or ancillary device utilized.

Manufacturer narrative:
Continuation of d10: product ID react-68 (unknown); product type: ; implant date n/a; explant date n/a, product ID unk-nv-solitaire (unknown); product type: ; implant date n/a; explant date n/a, a2. Only patient's year of birth was provided. Therefore only the year of the reported birthdate is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient's baseline mrs, nihss, asects, and mtici scores were 0, 19, 9, and 0 respectively. Their 24 hour nihss and mtici scores were 17 a 2b respectively. Mra and CT imaging on (B)(6) 2024 showed acute stroke, and the event recovered/resolved on 27-sep-2024. The site updated their assessment. They concluded that the stroke was not related to the procedure or the medtronic devices, and therefore the event no longer met interface criteria.